Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2015 with the following findings: investigation revealed that the display lens was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display lens was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/16/2015.